Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a laser lithotripsy procedure in the ureter performed in the ureter on (B)(6) 2015. According to the complainant, during the procedure, the aiming was not visible after the laser fiber was activated. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Evaluation findings of fiber broken within the connector. One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber¿s body. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.